Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the device was not returned for evaluation and the definitive root cause of the reported issue could not be determined. However, the cause of the event is likely due to the distal cover may have been in a state of easily come off the subject device by the following, causing the suggested event. The distal cover was inappropriately attached. There was crack or pin hole on the cover. Chemical solutions such as anti-fog agent adhered to the distal cover, which caused breakage of the cover. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 52. With a new single use distal cover, repeat step 1 through 8. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report the device is not expected for return to olympus for evaluation. Further information has been requested to the customer regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Related complaint: (B)(6) single use distal cover model maj-2315, unknown serial number.

Event description:
The customer reported to olympus the distal end cover of the evis exera iii duodenovideoscope fell off. The reported issue occurred during an endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no patient/user harm or injury reported due to the event. This report is for the duodenovideoscope. The report for the distal end cover is being submitted under patient identifier (B)(6).